Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("removal of the essure devices with salpingectomy and left cornuectomy") in a 55 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure inserted in patient with one fallopian tube"). The patient had a medical history of caesarean section (due to breech presentation) in 1988 and salpingectomy (right) and ectopic pregnancy. Concurrent conditions were listed as menopause since 2022 and allergic reaction to analgesics. In 2007, the patient had essure (ess205) inserted. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). On (B)(6) 2023 she experienced hypersensitivity ("recent allergic phenomena"), perineal pain ("perineal pain") and arthralgia ("arthralgia"). The patient was treated with surgery (removal of the essure devices with salpingectomy and left cornuectomy). The reporter considered arthralgia, hypersensitivity, medical device removal and perineal pain to be related to essure (ess205) administration. The reporter commented: essure removal at patient's request on (B)(6) 2023. The female patient suffers from recent allergic phenomena since (B)(6) 2023 associated with perineal pain and arthralgia. Reporter considered essure contributed to the event(s). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("removal of the essure devices with salpingectomy and left cornuectomy") in a 55 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure inserted in patient with one fallopian tube"). The patient had a medical history of caesarean section (due to breech presentation) in 1988 and salpingectomy (right) and ectopic pregnancy. Concurrent conditions were listed as menopause since 2022 and allergic reaction to analgesics. In 2007, the patient had essure (ess205) inserted. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). On (B)(6) 2023 she experienced hypersensitivity ("recent allergic phenomena"), perineal pain ("perineal pain") and arthralgia ("arthralgia"). The patient was treated with surgery (removal of the essure devices with salpingectomy and left cornuectomy). The reporter considered arthralgia, hypersensitivity, medical device removal and perineal pain to be related to essure (ess205) administration. The reporter commented: essure removal at patient's request on (B)(6) 2023. The female patient suffers from recent allergic phenomena since (B)(6) 2023 associated with perineal pain and arthralgia. Reporter considered essure contributed to the event(s). Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.